Event description:
It was reported via legal documentation that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected fields: b2, d4, d10 and g3-4. Updated fields a2-3, b5 and b7. D10: ((B)(6)) 200-02-35 - three peg patella 35mm. ((B)(6)) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. ((B)(6)) 02-010-01-0320 - logic femoral ps cem right sz 2.

Event description:
It was reported via legal documentation that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort, swelling, gait impairment, poor balance, and component part loosening. Operative notes were provided. The polyethylene was fractured at the margins. Evidence of synovitis and osteolysis are noted. Evidence of polyethylene wear was observed. Wear and delamination of the patella polyethylene was noted. Both tibia and femur were loosely affixed. Cavitary osteolytic holes in the proximal tibia and distal femur were observed. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03675. 1038671-2024-04358. 1038671-2024-04361. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, femoral loosening, tibial loosening, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
H6: corrected health effect: clinical code, medical device problem code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.